Event description:
Procedure: gastric bypass. According to the rptr: during the procedure, the stapler fired correctly but after a few minutes, the staple line began to ooze bright red blood. Bleeding and oozing was managed at that time. Approx 7 hours later, the pt was brought back to the or with sufficient bleeding, hemoglobin of 7. It could not be reported if a transfusion occurred. It is believed the bleeding was on the gastric remnant. It could not be reported how the bleeding was controlled. Operative time was approx 1 hour 50 mins. It is believed the pt is still hospitalized at this time.